Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the black box did not find any reboot incidents. The returned battery cap was able to secure to the pump and maintain electrical connection. The battery cap contacts were within required specifications. The battery compartment was intact with no evidence of physical damage. The battery cap was secured and unscrewed a half turn, with no power interruptions occurring. The pump powered on normally and was exercised for 24 hours with no power issues occurring. The pump casing was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery compartment or battery cap and the battery cap was properly secured to the pump at the time of the intermittent power issue. During troubleshooting, the reporter inserted a battery from a new pack, but the pump still did not power on appropriately. The reporter stated that the issue is not associated with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.